Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. Missing reservoir tube lip o-ring noted.(B)(4)

Event description:
Customer reported that the insulin pump was cracked. Blood glucose level was not provided. No further information was provided.